Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. An examination of the returned capio device revealed no visual failure. Functional analysis revealed that the carrier extended and retracted without any issues when it was actuated three times. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that hte most porbable cause for this complaint is no problem detected. An investigation is in place to address the reported failure of dart detachment.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc devices were used during an unknown procedure performed on (B)(6), 2018. According to the complainant, during procedure, the suture was not able to be loaded properly. Reportedly, several attempts were made to load the sutures but it only caused them to lose three sutures and they had the patient undergone an x-ray unnecessarily. This happened on two capio opc devices during the same procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the dart detached inside the patient and an x-ray was performed to locate the detached dart. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc devices were used during an unknown procedure performed on (B)(6) 2018. According to the complainant, during procedure, the suture was not able to be loaded properly. Reportedly, several attempts were made to load the sutures but it only caused them to lose three sutures and they had the patient undergone an x-ray unnecessarily. This happened on two capio opc devices during the same procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the dart detached inside the patient and an x-ray was performed to locate the detached dart. Should additional relevant details become available, a supplemental report will be submitted.